Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The site reported that the procedure was completed with the patient under conscious sedation, and with no complications noted. Onsite pathology made a diagnosis of lung cancer, and also advised that liver tissue was present in "some of the biopsies". The patient was asymptomatic, but following the pathology results a CT of the chest was performed. The CT showed a small pneumothorax. The patient was hospitalized for observation but did not require a chest tube. It was reported that the pneumothorax resolved and the patient was discharged the following day and was noted to be doing well at follow-up. The physician stated he believes the superdimension system functioned as designed. If additional information pertinent to the incident is obtained a follow-up report will be submitted.